Event description:
The reviewed literature article contained a case study of a single pt who suffered from cryptococcal meningitis. The pt's conditions required the implantation of a reservoir to perform regular csf drainage. The reservoir consisted of an unspecified medtronic 12mm reservoir. The source literature reported that twenty days after surgery, the pt developed a subcutaneous collection of csf that was thought to be an abscess. However, intra- and post-operative findings failed to demonstrate any abscess formation. The device was explanted and replaced with first a lumbar drain and then a non-medtronic shunt. Four months later, the pt had normal conditions.

Manufacturer narrative:
(B) (4). This reportable event was identified during review of scientific literature. The article contained only limited and non-specific device information. The event reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. According to the author of the publication, the event was not related to a malfunction of the device. The implanted device was not suitable for treatment of the pt's symptoms. The device was replaced with another type of shunt, and the condition of the pt returned to normal. Vakis, antonis, et al. "Intracerebral csf collection mimicking cerebral abcess in a pt suffering from cryptococcal meningitis." Journal of infection 51.4 (2005): e233-e235.